Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor is giving inaccurate readings, especially at night. She also stated that the serter device causes pain when inserting the sensor. No blood glucose reading was given. Nothing further was reported as customer declined to provide further information.